Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a (B)(6) year old female patient who had essure (ess205) (batch no. Ess305683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (novaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure (ess205). The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in (B)(6). In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable. X-ray - on an unknown date: unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient answered to follow up request, she was not sure whether the pain was related to essure. Pain developed since 2015, (new events added:) premenstrual pain, ovulation pain, pain after orgasm, pain al the time, back pain. Treatment was added. Event was upgraded to serious incident due to chronic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (batch no. 683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads, essure removal. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure. The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. At time of follow up report ((B)(6) 2021), she was in hospital awaiting her essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable; in (B)(6) 2010: essure confirmation test: unremarkable and both tubes were blocked. X-ray - on an unknown date: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day, dull pain persisted where the drainage was') in a 38-year-old female patient who had essure (batch no. 683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal septum deviation (surgery) in 2018, vulval operation (vestibulum vulvae) in 2000, dermoid cyst (severe pons) in 1995, migraine and recurrent depressive disorder. Regular periods. Concurrent conditions included premenopause since (B)(6) 2021 and nulli gravida. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced endometriosis ("endometriosis rasrm ii, enzian fa, b" (sacrouterine left)"), adenomyosis ("adenomyosis"), abdominal adhesions ("adhesions to the stomach"), ovulation pain ("ovulation pain") and dyspareunia ("post orgasm pain") and was found to have uterine leiomyoma ("myoma uteri"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with antibiotics, bupropion hydrochloride (elontril), heparin, ibuprofen (ibumetin) and surgery (laparoscopic endometriosis resections and part.hysterectomy,bilateral salpingectomy essure removal,heat pads, physiotherapy). Essure was removed on (B)(6) 2021. In 2021, the premenstrual pain and ovulation pain had resolved. At the time of the report, the pelvic pain and back pain had not resolved, the endometriosis, adenomyosis, abdominal adhesions and uterine leiomyoma outcome was unknown and the dyspareunia was resolving. The reporter provided no causality assessment for abdominal adhesions, adenomyosis, back pain, dyspareunia, endometriosis, ovulation pain, pelvic pain, premenstrual pain and uterine leiomyoma with essure. The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. At time of follow up report ((B)(6) 2021), she was in hospital awaiting her essure removal. In follow up ((B)(6) 2021) consumer reported on outcome of events after essure removal in (B)(6) 2021 with endometriosis, adenomyosis excision: premenstrual and ovulation pain resolved, dyspareunia improved, pelvic pain ongoing, dull where drainage was, physiotherapy does not help. The doctor operating thought it was adhesions to the stomach diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2021: essure completely removed. Significant coprostasis. Some free air under right stomach side, postoperatively. Laparoscopy - on (B)(6) 2021: uterus with 4cm tumor at posterior wall dd myom/adenomyosis, 2c, subserous fundus myom, local adenomyosis uteri, douglas to left caudal edge of sacroutero ligament, in pelvis superficial endometriosis. Multiple plaques on bladde rperitoneum, abdominal wall, small formation right paracervical and at level of inner os, significantly scarred peritubal tissue. Partial hysterectomy and bilateral salpingectomy with essure removal. Endometriosis resection: parietal peritonectomy left, resection peritoneum. Excision endometriosis paracervical right. Destruction bladder peritoneum and abdominal wall. Ovariopexia. Pathology test - on (B)(6) 2021: conclusion: 1) unremarkable tubes with parts of uterus. Partly cystic adenomyosis. In fat-connective tissue multiple, partly cystic endometriosis. Left endometriosis on label. 2) smooth muscle tissue with small parts of adenomyosis. Uterus partly resection with tubes as on label. Comment: label text on probes was different. No dysplasia, no signs of malignancy. Ultrasound scan - in (B)(6) 2010: essure confirmation test: unremarkable and both tubes were blocked. Lot number ess305683278 is invalid. Lot number: 683278, manufacturing date: 2009-10, and expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: consumer provided x-ray result and hospital discharge letter (in hospital from (B)(6) 2021) after laparoscopic exploration for pain and endometriosis, adenomyosis treatment, myoma uteri (events added) and essure removal on (B)(6) 2021.drugs antibiotics, elontril, heparin added. Date of birth added, age was amended, medical history added (none reported before). Consumer reported on outcome of events after essure removal in (B)(6) 2021: premenstrual and ovulation pain resolved, dyspareunia improved, pelvic pain ongoing, dull where drainage was, physiotherapy does not help. The doctor operating thought it was adhesions to the stomach (event added). We received a lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (batch no. 683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads, essure removal. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure. The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. At time of follow up report ((B)(6) 2021), she was in hospital awaiting her essure removal diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable; in (B)(6) 2010: essure confirmation test: unremarkable and both tubes were blocked. X-ray - on an unknown date: unremarkable. Lot number ess305683278 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2021: consumer answered to follow up request: she was currently at hospital waiting for the implants to be removed. Essure confirmation test was made three months after insertion with an ultrasound. It was unremarkable and both tubes were blocked. Concomitant device was a nuvaring (no novaring). Due to internal review lot number was updated to 683278(model number ess305 was removed). Essure was recoded to ess305 (previously: ess205). We received a lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (ess205) (batch no. Ess305683278-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (novaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure (ess205). The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable. X-ray - on an unknown date: unremarkable. Lot number ess305683278 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (batch no. 683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads, essure removal. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure. The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. At time of follow up report ((B)(6) 2021), she was in hospital awaiting her essure removal diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable; in (B)(6) 2010: essure confirmation test: unremarkable and both tubes were blocked. X-ray - on an unknown date: unremarkable. Lot number ess305683278 is invalid. Lot number: 683278, manufacturing date: 2009-10, and expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (batch no. 683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 31-oct-2020 for pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads, essure removal. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure. The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit. At time of follow up report ((B)(6) 2021), she was in hospital awaiting her essure removal diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable; in december 2010: essure confirmation test: unremarkable and both tubes were blocked. X-ray - on an unknown date: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-aug-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lower pelvic pain daily, unbearable, multiple pain cramps a day') in a 43-year-old female patient who had essure (ess205) (batch no. Ess305683278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (novaring) since (B)(6) 2020 for pelvic pain. On (B)(6) 2010, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and premenstrual pain ("premenstrual pain"). In (B)(6) 2018, the patient experienced back pain ("back pain around right lower rib cage, comes stays for hours and goes again"). On an unknown date, the patient experienced dyspareunia ("post orgasm pain") and ovulation pain ("ovulation pain"). The patient was treated with ibuprofen (ibumetin) and heat pads. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, back pain, premenstrual pain and ovulation pain had not resolved. The reporter provided no causality assessment for back pain, dyspareunia, ovulation pain, pelvic pain and premenstrual pain with essure (ess205). The reporter commented: patient who lives in germany wanted to get all information about long term use of essure including information on how to remove them. She planned to remove essure and wanted to have any recommendation for a physician. Essure was inserted in sweden. In follow up patient stated perhaps her pain was unrelated to essure but she mentioned it in case there were similar reports. She explained the pain had developed gradually over the last 5 years. First it was just before menstruation, then during ovulation as well, then the entire time between ovulation and menstruation, then after orgasm during that pain period, and now after every orgasm plus multiple pain cramps a day. Since 2.5 years, she has been having back pain around right lower rib cage. It came and went during the day but stayed for hours when it was there. She went to several doctors and x-rayed and checked it with ultrasound, but there was nothing to be found (the pain was still there though). In the beginning, ibumetin helped, then it helped but for a shorter amount of time, and now it did not help at all. She had not tried anything stronger, but her last doctor prescribed metamizol. It was forbidden in her home country (sweden) so she had not dared to try it. She used a heat pad, that helped a bit diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: unremarkable. X-ray - on an unknown date: unremarkable. Most recent follow-up information incorporated above includes: on 10-feb-2021: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.